Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: according to the information provided, it was reported that during the surgery of extensor tendon rupture repair of the left little finger, opened the sterile packing, noted the screw was deformed. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided. The complaint device was received and evaluated. Visual observation reveals that the anchor was deformed but still in place by the suture, confirming this complaint, also; it was noticed that the anchor is off the inserter. There were no structural anomalies observed on the suture and inserter. This product should be stored in a cool dry place below 25°c or (77°f), away from moisture and direct heat per IFU. A closer look to the assembling and in production control processes has been done. As a result, this batch of product was processed without any incident. As per pfmea and complaint reviews, the occurrence for this type of issue is below than the maximum occurrence allowed for this kind of effect. Thus, the possible root cause of the failure reported is not related to manufacturing. A manufacturing record evaluation was performed for the finished device lot number: l926665, and no non-conformances were identified.  At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Initial reporter phone number: (B)(6). UDI: (B)(4).

Event description:
It was reported that during the surgery of extensor tendon rupture repair of the left little finger, opened the sterile packing, noted the screw was deformed. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.